Event description:
A report was received from a user facility in (B)(6) stating: "during the first few seconds of sculpting an explosion of hundreds of metal particles and fibers came into the eye of the patient. Cleaned as best as possible with irrigation/aspiration. In the end some particles were left in the iris of the patient. The patient has been treated with steroids and had/will have numerous follow up consultations. The patient's visual acuity is 100% now."

Manufacturer narrative:
The device has been given to (B)(6) for technical investigation. It is unlikely that it will be returned to us for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.